Manufacturer narrative:
The customer is going to use a 3rd party to service the device. Device evaluation data is not available.

Event description:
It was reported to philips that the device does not shock. There was no patient involvement.